Event description:
Approximately 10 days prior to a scheduled pump refill visit, the patient experienced dizziness, fever, flu-like symptoms, nausea, sweating, excessive yawning, and increased pain. The patient's pump was filled early at the hospital; it was unclear if the patient was admitted. It was noted that the patient had several adjustments in flow rate & dosing after his last pump refill in (B)(6)2008; the pump volume was low. Approximately 4 days after the refill, the patient's symptoms had not yet improved. In (B)(6) 2009, the patient's wife stated "something malfunctioned and the doctor has not been able to figure out what" with regards to her husband's symptoms from (B)(6) 2009. She also stated that at the time the morphine was being lowered due to a granuloma that had formed "a few years ago" (see manufacturer's report # 2182207200401425). She included that the pump "has saved his life" due to the pain control over the years. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)